Manufacturer narrative:
(B)(4). The unspecified problem reported on the flogard infusion pump was confirmed as a battery low alarm. The battery low alarm was due to defective/inoperative main batteries. Service replaced the main batteries to resolve this problem.

Event description:
The facility reported a flogard infusion pump with an unspecified malfunction. Baxter quality engineering determined the reported problem to be a battery low alarm. It is unknown when this event occurred. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.